Event description:
It was reported to target that during an embolization procedure with spongel, there was a rupture on the proximal end of the fastracker-325 catheter. Through follow-ups by a co rep on december 08 and 17, 1999, target was informed that the pt was not affected by this event. The physician felt resistance prior to the rupture, and the vasculature was very tortuous.